Manufacturer narrative:
Investigation summary: it was reported the liquid was yellow and there was a dark brown stain on the stopper. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes. One syringe has discoloration and no other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot number 1169078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd posiflush¿ normal saline syringe contained foreign matter and had discolored solution. The following information was provided by the initial reporter: "when the head nurse opened the pack, the liquid was yellow and there was a dark brown stain on the stopper."

Event description:
It was reported that bd posiflush¿ normal saline syringe contained foreign matter and had discolored solution. The following information was provided by the initial reporter: "when the head nurse opened the pack, the liquid was yellow and there was a dark brown stain on the stopper."

Manufacturer narrative:
H6: investigation summary it was reported the liquid was yellow and there was a dark brown stain on the stopper. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes. One syringe has discoloration and no other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot number 1169078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.